Event description:
It was reported that a recently intubated patient on the critical care unit had received approximately 30 minutes of a propofol infusion via a central line, when the pump module alarmed air in line. The nurse opened the pump module door; and while holding the upper fitment tried to remove air from the tubing by tapping the pumping segment to move the air bubbles to the vent. The pumping segment separated from the lower fitment and leaked propofol thus delaying "proper sedation" for the patient and requiring a new propofol infusion setup.

Manufacturer narrative:
The customer¿s report that the pumping segment separated from the lower fitment and leaked was confirmed. Visual inspection of the set noted that the silicone segment was completely separated away from the lower fitment. The expected retainer ring for the upper and lower fitment silicone segment connection was still received intact. Examination under magnification noted no crush mark to the upper or lower blue fitment. No other anomalies were noted. Functional testing was deemed unnecessary due to a separation of the silicone tubing to lower fitment. The root cause of the separated tubing was not identified.

Manufacturer narrative:
Report source: supply chain coordinator. Although requested, no additional information about the patient demographics or medication provided. The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a recently intubated patient on the critical care unit had received approximately 30 minutes of a propofol infusion via a central line, when the pump module alarmed air in line. The nurse opened the pump module door; and while holding the upper fitment tried to remove air from the tubing by tapping the pumping segment to move the air bubbles to the vent. The pumping segment separated from the lower fitment and leaked propofol thus delaying "proper sedation" for the patient and requiring a new propofol infusion setup.